Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, bipolar r-wave sensitivity decreased to 0.5 mv and no capture was present. Lead impedance was >2500 ohms. Unipolar impedance was 368 ohms with a capture threshold of 0.75 v. The device was programmed to unipolar. The patient paced 1% of the time in the ventricle.